Manufacturer narrative:
(B)(4) d10: 00632005032 xlpe 20deg poly liner505254x32 61221964. Mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. An x-ray was provided in the journal article however it is unknown if it is correlated to the patient in this complaint. A definitive root cause cannot be determined. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date with unknown implants. Subsequently, the patient was revised and was implanted with zimmer biomet products. Subsequently, the patient was revised for unknown reasons. The head and liner were exchanged. The patient was revised for a second time due to poor positioning of the cup and a fractured liner.